Event description:
On 12/8/89, patient had a left total knee arthroplasty. By 1991, patella prosthetic was showing wear according to x-ray. Patient was returned to surgery for patella replacement. Examination arthroscopically showed cracking and wear of patella prosthesis. Cause of patella prosthesis failure unknown at this timedevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: device failure occurred and was related to event, device failure directly caused event, device was out of spec in a manner that relates to event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device returned to manufacturer/dealer/distributor. The device was not destroyed/disposed of.